Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump physical damaged and the also low battery alert. Customer's blood glucose value was unknown. Customer stated that the reservoir was chipped off and also the battery was full dead. The device will not be returned for analysis.